Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was a possible cva (cerebrovascular accident) or tia (transient ischemic attack). The patient was in for an MRI. The patient came into the emergency room last night and later, was hospitalized. No further complications were reported as a result of this event.